Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy with stone manipulation procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket "did not work during the procedure." Additional event information is reported to be unavailable. A second gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03095 which documents the second device. A third gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03096 which documents the third device. The procedure was completed with a zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy with stone manipulation procedure performed on (B)(6), 2010 (patient age and weight are unknown).according to the complainant, the retrieval basket "did not work during the procedure." Additional event information is reported to be unavailable.a second gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03095 which documents the second device.a third gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03096 which documents the third device.the procedure was completed with a zero tip nitinol stone retrieval basket.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that 2 other events have been reported from this same lot number by the same customer and the event information states all devices were used in the same procedure. Visual inspection of the returned device found the basket open with the sheath buckled at the tip of the black heat shrink. The buckled sheath prevented the basket from closing. The buckled section of the sheath was cut away and another attempt was made to close the basket with no success. The basket was measured and found to be smaller than specification. Even with the small basket size, the drive wire was unable to retract the basket into the sheath. The most probable root cause for this complaint is a design related issue.